Manufacturer narrative:
An event of the guidewire becoming stuck inside the delivery system was reported. The device was received for examination, with the guidewire stuck inside. As result of this finding, abbott is performing further investigation per internal procedures

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimensions were perimeter 78.5mm and area 471.9mm2. The valve was implanted at a depth of 3-5mm. After the implantation the flexnav had been withdrawn into the aorta descendent in order to close the delivery system, but it was neither possible to close it entirely, nor it could be pulled back. The safari wire was stuck in the system. In order to remove the flexnav out of the patient, the physician had to remove both wire and delivery system simultaneously and had to cut the wire once at skin level. There was a dissection on femoral communis left ( puncture site). The patient remained hemodynamically stable throughout the procedure. There was some delay but not clinically significant. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimensions were perimeter 78.5mm and area 471.9mm2. The valve was implanted at a depth of 3-5mm. After the implantation the flexnav had been withdrawn into the aorta descendent in order to close the delivery system, but it was neither possible to close it entirely, nor it could be pulled back. The safari wire was stuck in the system. In order to remove the flexnav out of the patient, the physician had to remove both wire and delivery system simultaneously and had to cut the wire once at skin level. There was a dissection on femoral communis left ( puncture site). The patient remained hemodynamically stable throughout the procedure. There was some delay but not clinically significant. The patient was reported discharged.